Event description:
It was reported that "(B)(6) old female fell and fractured her hip below said existing bipolar stem (hfx size 5). Surgeon removed the stem, head and bi-polar. He then removed the existing cement and placed a strict graf on the lateral side and secured it with a 9 dall miles cables. He then cement in a omnnifit size #7 lt 250 mm long stem with a 25 +5 head and 43 mm uhr. There were no unusual consequences and the surgeon was happy with the results."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.